Manufacturer narrative:
Au400 with ise, controls at two levels were in range for all tests including na, k and cl before and after the event. Service requested to perform scheduled pm and check ise.

Event description:
A customer contacted beckman coulter inc (bci) to report erroneous low sodium (na) result on one patient generated by the unicel dxc au400 clinical chemistry system. The result was reported verbally to ER by the laboratory as 127 meq/l. ER questioned the result and the ion-selective electrode (ise) sample was repeated and reported as 137 meq/l. No revision to lab report as only repeat value reported. Patient treatment was not impacted by this event